Event description:
The manufacturer received a voluntary medwatch (mw5113912) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient with lung cancer and had several surgeries to remove most of their right lung, black filters. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device has yet to be returned for evaluation.

Manufacturer narrative:
Additional information has received. The following fields has been updated in this report. The manufacturer received a voluntary medwatch (mw5113912) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient with lung cancer and had several surgeries to remove most of their right lung, black filters. After the third attempt to have the device and components evaluated, the customer responded but unable to gather additional information about the device returning. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In box e: initial report sent to FDA?, initial report date and time has updated. In box g: date received by mfg has been updated. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.